Manufacturer narrative:
As no further information concerning this report is expected, our ivestigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient's right ventricular (rv) lead was not connected and not working right. As of this time, the lead remains in service. No adverse patient effects reported. Additional information obtained from the field which indicated that there were no known issues with the leads as both leads were functioning appropriately.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient's right ventricular (rv) lead was not connected and not working right. As of this time, the lead remains in service. No adverse patient effects reported.